Event description:
Pain in left knee [arthralgia]. Swelling in left knee [joint swelling]. Fluid in left knee [joint effusion]. Inflammation inside left knee joint [arthritis]. Lost six pounds [weight decreased]. Case description: spontaneous report received on 09-dec-2008 from a (B) (6) female pt, (B) (6), whose relevant medical history included: osteoarthritis. The pt received a course of synvisc injections in the left knee on the following dates: (B) (6) 2008, (B) (6) 2008, (B) (6) 2008. Two days following the third injection, she started to experience "extreme" pain and swelling in the left knee. On (B) (6) 2008, the pt went to the ER (emergency room), where 30cc of fluid was withdrawn from her left knee. At the ER the pt was also given IV (intravenous) morphine and the results of a knee culture showed no infection. Following the ER visit, the pt did experience some pain relief and her swelling reduced. The following day, (B) (6) 2008, the pt called her physician because she still had swelling and pain. The pt was advised by her physician to use a methylprednisolone pack, which the pt already had from a previous prescription. On (B) (6) 2008, the pt went back to her physician and he attempted to withdraw fluid from her knee to culture to rule out infection, but the physician was unsuccessful and only withdrew some blood. The pt left the physician's office with prescriptions for tylenol #3 and celebrex, as well as a knee brace. On (B) (6) 2008, the pt had an MRI (magnetic resonance imaging), which confirmed that there was inflammation inside her left knee joint. At that time, the pt was given a steroid injection for her left knee pain and swelling which has helped. Since then, the pt has been able to take less pain medication. The day of (B) (6) 2008 was the first day that pt was not in extreme pain at some point, but there was still some swelling. In the week previous to the report, the pt also lost 6 pounds. She planned to continue to follow up with her physician if her symptoms persisted. As of the date of receipt of this report, the pt outcome was not yet recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.